Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report #1627487-2015-12272 it was reported the patient lost stimulation on the left side. System interrogation shows leads and ipg to be working fine. The patient is pending an appointment with the physician to discuss surgical intervention.